Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse impact.

Manufacturer narrative:
The failure investigation has been completed and the alleged catridge change error issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged minimum fill notification issue could not be verified.